Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 40 mg/dl. Customer was admitted to the hospital and was treated intravenously with saline fluids. Issue was resolved with no permanent damage and customer was released on 11/11/2025. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.